Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire bent. The guidewire returned inside a rotablator, the wire was removed without problems. The wire has the body kinked and also it is broken due to rotational wear, the fracture is located at 210,2 cm from proximal end; the other section of the wire did not return. Dimensional inspection was performed, the overall length of the wire and the outer diameter of the distal tip could not be measured due to device condition that the wire was broken. The outer diameter of the middle and the proximal section of the device were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times)." Besides, "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion. In instances when long ablation runs are required - particularly in calcified, angulated lesions - reposition the guidewire to expose a previously unused segment or exchange the guidewire to prevent damage." Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07822. It was reported that rotawire fracture occurred. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During introduction, the rotaburr¿plus was tested on the rotawire outside the patient's body. Consequently, the physician kinked the wire. Furthermore, the physician made three attempts since the speed could not be adjusted; however, it was noticed that the wire broke on the third time due to the kink. The other piece of the wire was removed from the patient's body. The procedure was stopped and planned a few days later. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that rotawire fracture occurred. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During introduction, the rotaburr¿plus was tested on the rotawire outside the patient's body. Consequently, the physician kinked the wire. Furthermore, the physician made three attempts since the speed could not be adjusted; however, it was noticed that the wire broke on the third time due to the kink. The other piece of the wire was removed from the patient's body. The procedure was stopped and planned a few days later. No patient complications were reported and the patient's status was fine.